Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient with neck pain less than 1 year was treated with narcotics, anti-inflammatories, neurontin, injections, physical therapy and chiropractic treatments, was implanted with pro-disc-c at c6-c7 on (B)(6) 2004. During a routine follow-up on (B)(6) 2010, it was noted that over time patient had developed adjacent segment symptoms on the left at c5 over the trapezius and deltoid area into the upper arm. This has been treated with nerve root blocks, each lasting about 2 years. X-rays taken on (B)(6) 2010 show retrolisthesis at c4-c5 with posterior osteophyte, degenerative disc at c5-c6 with good motion at the index level at c6-c7. No revision is planned as conservative management of the radiculopathy is working.

Manufacturer narrative:
Device used for treatment and not diagnosis. This case involves the degeneration of the level adjacent to an implanted prodisc-c. The complaint report and attached radiographic report does not indicate the implant as the cause of the degeneration. The degeneration may be a result of initial patient selection, surgical technique, or natural progression of the disease. It is not possible to know the direct cause of the degeneration with the information in this complaint and as such the disposition of the complaint is indeterminate. No new clinical needs or hazards have been identified as a result of this complaint or the complaint rate for adjacent level degeneration. As such no update to the dhf is required.